Event description:
Consumer's mother alleges the motor cuts in and out and the chair died 3 blocks from home. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3grx-ts serial number/date code (B)(4) is approximately 8 years 10 months old. The user manual part number 1143151 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumers is a (B)(6) female, (B)(6) tall, and weighs (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.